Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A 0° f liner and 28 +0 lfit femoral head were revised to another 0° f liner and 28 +4 lfit femoral head. Update: "old liner disassociated from the shell. We replaced it with a new liner and head. Hip was reduced and was stable again." Update: ¿constrained liner disassociated from the shell. However, 28mm metal inner head was still connected to the liner.¿

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.